Event description:
The customer states that they are noticing erratic results for the wbc parameter when using a cell-dyn 1700 cs analyzer. The customer provided one example of a pt sample that was run three consecutive times on the analyzer generating wbc results of 7.3, 43 and 7.9 k/ul. No pt info was provided. No impact to pt mgmt was reported. Service was dispatched to the customer site to troubleshoot the issue.

Manufacturer narrative:
Investigation summary: erratic wbc generated using a cell-dyn 1700 cs analyzer for about 3 weeks. The customer performed aperture plate and supplemental aperture plate cleaning that temporarily resolved the issue. The specimen was run on the analyzer immediately after drawing the samples. The customer technical advocate (cta) reminded the customer that the cell-dyn 1700 system operator's manual (03h58-01, rev d) states, on page 5-9, that wbc may shift in the period after a draw (5 mins to 20 mins). The customer was unwilling to do further troubleshooting and requested a visit from a field service rep (fsr). The fsr visited in 2007, replaced all pinch tubing, two syringes (2.5 and 10 ml) as a precaution and the wbc aperture plate (100 um) as it was noticed that the aperture plate was scratched. The fsr then performed a wbc gains alignments and verified the instrument by running precision and all controls. The instrument recovered within specification. The cell-dyn 1700 system operator's manual (03h58-01, rev d) states in the discussion of the wbc measurement process (pages 3-7, 3-8) that an accurate cell count is based upon the precision of the volume of diluted whole blood passing through the aperture during the count cycle. The wbc metering assembly (precision bore tube) measures the amount of diluted specimen counted. Variation in the count time (and resulting volume of diluted blood counted) may be caused by debris in the aperture, vacuum fluctuation or air bubbles in the metering tube. Trending: a review of complaint reports, for the period 02/2007 through 09/07, did not indicate any adverse trend for cell-dyn 1700, list base 03h53-01 (which includes 03h57-01), for issues with erratic wbc results. Labeling: the event is addressed in the cell-dyn 1700 system operator's manual, 03h58-01, rev d: section 3: principles of operation: wbc measurement process: volumetric metering, pages 3-7, 3-8 section 5: operating instructions: specimen collection and handling: specimen stability; p. 5-7. Conclusion: the analyzer involved in the issue was evaluated. Service found that the aperture plate was scratched and it was replaced. The analyzer was out of specification with regard to gains settings which service adjusted. Device maintenance contributed to the issue. Worn tubing was replaced and the analyzer cleaned to further resolve the issue with no malfunction identified. Specimen collection and handling was discussed with the customer. No impact to pt mgmt was reported. This is the final report.